Manufacturer narrative:
Batch review performed on 11 october 2018: lot 125530: (B)(4) items manufactured and released on 01 march 2013. Expiration date: 2018-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in complaining of pain 4 years after primary. The surgeon determined that the femur was loose. The surgeon revised the femur, patella and insert. The surgery was completed successfully.